Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a pulmonary dissection procedure, the ligasure device was being used for a blood vessel sealing. At the time of the event, sealing was performed in areas with a large number of fine blood vessels. There was no regrasp alert, but activation tone and seal completion sound were heard, but it turned out to be oozing (hemorrhaging that does not cause temporary or permanent impairment of body functions or permanent damage to body structure). Cleaning of the jaws was performed every time it was put in and taken out. There was no problem when sealing again in another place after the hemostasis could not be stopped well. This happened several times in the same case. The bleeding was stopped by applying pressure using gauze. A new ligasure replaced using the same generator and worked fine.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the sealing was performed in areas with a large number of fine blood vessels. There was no regrasp alert, but activation tone and seal completion sound were heard, but it turned out to be oozing. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a pulmonary dissection procedure, the ligasure device was being used for a blood vessel sealing. At the time of the event, sealing was performed in areas with a large number of fine blood vessels. There was no regrasp alert, but activation tone and seal completion sound were heard, but it turned out to be oozing (hemorrhaging that does not cause temporary or permanent impairment of body functions or permanent damage to body structure). Cleaning of the jaws was performed every time it was put in and taken out. There was no problem when sealing again in another place after the hemostasis could not be stopped well. This happened several times in the same case. The bleeding was stopped by applying pressure using gauze. Photo was submitted showing the unit has scratched. A new ligasure replaced using the same generator and worked fine.